Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was noted that the device's battery capacity is almost empty despite being implanted only about a year ago. Premature battery depletion could not be ruled out. No intervention has been conducted at this time but device replacement is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.